Manufacturer narrative:
Add'l info will be provided once the investigation is complete.

Event description:
It was reported that during a case, the unit failed entirely and was switched out for another.